Manufacturer narrative:
Recall (if recall number is given) or correction/removal number: additional information. The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Approximate age of device ¿ 0 days. Device evaluation: the evaluation of the returned sealed outflow graft and the submitted images confirmed an issue that could have contributed to the report of bleeding from the outflow graft connection to the outflow elbow. The submitted images appeared to depict the explanted outflow graft conduit. The screw ring used to tighten the outflow graft to the pump cover appeared to be loosely connected to the graft attachment. The c-ring did not appear to be properly seated in the c-ring groove, and the screw ring and c-ring were able to be separated from the graft attachment. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft adapter. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, resulting in the reported blood leak during the implant procedure and the full separation of the screw ring from the graft adapter. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the heartmate 3 implant, there was severe bleeding from the outflow graft (lot # 198278) connection to the outflow elbow. The outflow graft had been connected to the heartmate 3 device by the nurse at the back table. A secure connection was verified 3 times. The pump with the outflow graft was attached to the cuff while the patient was on cardiopulmonary bypass (cpb). While the surgical site bled and was clamped, a new outflow graft (lot # 196273) was opened and used to replace the initial outflow graft. The bleeding stopped. Assessment of the explanted graft will be performed. The pump was not on at the time of this event. No further information was provided.